Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue with the pump showing 20 units less than what was left in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/29/2015 with the following findings: the cartridge compartment was intact with no evidence of damage. There was no damage observed to the piston cap or debris in the cartridge compartment. No alarms or error messages related to the alleged issue were observed in the pump's black box. A 10 unit normal bolus and a 10 unit audio bolus were programmed and delivered without issue. The rewind, load, and prime steps were performed with a cartridge that contained 100 units. The cartridge was removed to verify the accurate amount of insulin. The cartridge was reinstalled and the rewind and load steps were performed again. The motor piston stopped at 100 units and the display correctly read 100 units. The alleged issue could not be duplicated during the investigation.